Event description:
It was reported that this implantable lead perforated the patient's heart wall which resulted in a lead revision procedure. No additional adverse patient effects were reported. Currently, evidence suggests that this lead remains in service. Per additional information, the clinic confirmed that a lead revision has not been performed. No additional adverse patient effects were reported.